Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a lens mechanical failure. The pt was experiencing blurred vision. The iol was replaced with a different model lens. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye. The report for the first eye was previously filed under MFR # 1119421-2013-01078.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).